Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a clogged nozzle. The issue was found at preparation for use prior to a diagnostic enteroscope procedure. The procedure was completed with a similar type of device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The nozzle was clogged with flocs and small particles of rust. The nozzle may have been clogged when cleaning the water stains on the distal end with gauze. The endoscope was removed for use after discovery of poor air water feeding. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.